Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 90% stenosed, mid right coronary artery. The 2.5 x 23 mm xience prime stent delivery system (sds) was planned for treatment. After pre-dilatation was performed, an attempt was made to cross with the sds; however, it was unable to cross due to the calcified anatomy. After several attempts to cross failed, the proximal shaft separated. The sds was removed from the patient without issue and a new same sized stent was deployed successfully. The patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. A visual and dimensional inspection was performed. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that as the stent delivery system (sds) was advanced, resistance was met with the heavily calcified, 90% stenosed anatomy resulting in the reported failure to advance. Manipulation and/or inadvert mishandling of the device resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.